Manufacturer narrative:
Unit passed displacement, sleep current measurement, active current measurement, and self tests. Upon further review of the unit's interior, however, the j6 internal battery connector was disconnected from pcba1.

Event description:
Information received by medtronic indicated that the customer was not happy with the transmitter and connection of the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.